Event description:
It was reported that during an unknown procedure, the tip of the device broke and fell off in the patient. The piece was removed from the patient with graspers. It was not reported how the case was completed.

Manufacturer narrative:
Date sent: 8/14/2007. Info not available, device not returned for analysis.